Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor with moderate ketones; ketone levels were identified as life threatening by health care provider. Elevated bg was addressed via manual insulin injection. Customer reloaded the cartridge and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.